Event description:
In 2004, the pt was implanted with a vented electric left ventricular assist device (lvad). Almost 4 months later, the manufacturer received a call from the perfusionist reporting that the pt was having a yellow wrench alarm on the system controller. When the perfusionist hooked the pt up to the vsm it showed controller malfunction. This also had happened with two different controllers. A run line appeared open and was confirmed with the inability to capture waves. The pt had kub and chest series, and had them digitized and sent to the manufacturer via e-mail.